Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis manifested by abdominal pain. The break in aseptic technique was further described as the pt did not wear a mask. Six days later, the pt was hospitalized for the event and began treatment with intravenous (IV) antibiotics (unspecified) for peritonitis. In the same month, the pt was treated with cefazolin (ip) daily (dose not reported) for peritonitis. Four days after admission to the hospital, the unspecified antibiotics were withdrawn and the pt was discharged. Treatment with cefazolin was ongoing. The following month, the pt was retrained in proper aseptic technique. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. No additional information is available.